Manufacturer narrative:
Additional information: h6. Correction to b5. B5: update "at least ten (10) minicaps" to "an unspecified quantity of minicaps". H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2020. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that at least 10 minicaps cracked which resulted in iodine leakage. This occurred during an unspecified process step for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.